Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported. It is indicated that the device was disposed at the facility and will not be returned for evaluation. This investigation will be updated should further information be provided.